Event description:
During a remote follow-up, episodes of noise resulting in oversensing were reported on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.